Manufacturer narrative:
On (B)(6) 2020, the patient reached out to the cr disclosing that she thinks the stimulator migrated laterally towards her shoulder, and the patient could feel a stimulator's wire under her skin. The cr recommended for the patient to schedule a follow-up appointment with the implanting clinician. On (B)(6) 2020, the patient followed-up with the implanting clinician on the possible migration and erosion. The implanting clinician performed fluoroscopy imaging and confirmed that the device had migrated towards the patient's shoulder; the device did not protrude from the skin. The implanting clinician will be performing a revision on (B)(6) 2020. On july 10, 2020, the implanting clinician explained to the cr that the migration might have occurred because the patient gardens (digging, hoeing) every day, which may have contributed to the migration. The cr also believes that the implanting clinician suturing technique may have also contributed to the migration. On july 29, 2020, the cr followed with the patient to obtain an update on the patient's condition. The patient stated the patient is doing well and is waiting on the revision scheduled for (b)(67) 2020. Erosion and metal migration are known adverse events for peripheral nerve stimulator that are reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lot, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this complaint could be traced back to the patient for failing to comply with post-operatory instructions and implanting physician suturing technique.

Event description:
Stimwave quality has investigated the details for a reported stimulator migration and possible erosion to the stimwave complaint system on (B)(6) 2020, by clinical representative (cr) in the united states. Cr became aware of this issue (B)(6) 2020.